Manufacturer narrative:
Pump received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay, keypad overlay texture damage and serial number label missing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the back of the pump towards battery compartment side. No harm requiring medical intervention was reported. The device will be returned for analysis.